Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the customer attributed the bg level to the basal rate settings needing adjustment as the customer was receiving too much insulin. Juice and carbohydrates was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.